Event description:
Gi fellow notified me of concerns he had with the capsule endoscopy studies. He noticed the capsule endoscopy study was very short and therefore could not report any findings because the study was incomplete. On further review of the study, it was determined the study only ran for 1:41 hours. A second study was then done on the patient. The second study ran for 7:55:30 hours after the patient swallowed a 12 hour capsule. The 2 studies were sent in to medtronic pillcam tech support to determine causes of short studies. 2 findings were reported. "Bad sensor belt and shortened battery life of recorder battery". Unable to determine the bad sensor belt or shortened battery life of the recorder prior to use. Devices pulled from patient use. Manufacturer response for pill cam recorder and belt, (brand not provided) (per site reporter). Medtronic is aware and has informed us about the limited battery life although I don't think they have a response related to the sensor belt failure.